Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had defective fixation. There were no reports of patient involvement. The issue occurred during inspection for use.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler corrosion, adapter/ccd (charge coupled device)/ water immersion and cable was torn. Based on the results of the investigation, it is likely the following led to the malfunction: wear problem. Olympus will continue to monitor field performance for this device.